Event description:
It was reported that atrial threshold started increasing from mid-june. It was also reported that rv threshold and r wave sensing had some changes around this (B)(6) 2020 time . (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).